Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no non-conformances were identified for this part number (210133), lot number (l883092) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the customer's rigidfix 3.3mm femoral cross pin kit was being used to drill into the femur, but the drill bit did not fit into the cannula and jammed inside the cannula. The case was completed another kit with no patient harm, but there was a two minute delay to obtain the new kit. The sales rep was not present for the case and could not provide any additional information. The device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.